Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, two each had kinked tubing.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One decontaminated sample was received for evaluation. After performing a visual inspection, kinked was observed in the tubing of device. Corrective actions are not applicable at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed indicating that the product was released meeting all quality standard requirements. There were no samples returned with this complaint. Due to the sample not being received, the failure mode could not be confirmed, therefore the root cause was not identified. No further are required at this time. The process is running according to product specifications meeting quality acceptance criteria. This complaint will be used for tracking and trending purposes. Also, first name and last name was updated. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, two each had kinked tubing.